Event description:
Info received indicates the right foot siderail will not lock.

Manufacturer narrative:
The technician found blood residue on the siderail latch spring. The technician cleaned and lubricated the latch spring to repair the bed.